Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Fse was dispatched and on (B)(6) 2017 checked error log, column oven temp. Ran random patients to check chromatagrams. Ran a precision and results within specifications. Recalibrated and ran controls. Results within specifications. No further action required by field service. The most probable cause of the reported event was undetermined (fse could not duplicate qc complaint).

Event description:
On (B)(6) 2017, the customer reported wants someone onsite to "check analyzer out" with their hlc-723g8 analyzer. Customer reported that the fse had to "replace a lot of parts on this analyzer and since then the qc (quality control) and patient results are lower than the other g8" they state that has tried calibrating with no help. They want to know why the detector mv reading is about 10x higher on this analyzer that was recently repaired as compared to the other g8. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.